Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that the pump module was set to infuse isoproterenol at 30 ml/hr with a concentration of "4" at a volume to be infused (vtbi) of 65.2 ml. However, it was reported that the channel disconnected and interrupted the isoproterenol infusion. There was patient involvement, but no harm. It was reported by the hospital's clinical engineer that "based on internal investigation completed by (B)(4) we tentatively conclude this incident was caused by a failure of the bottle-side pressure sensor in lvp.

Event description:
It was reported that the pump module was set to infuse isoproterenol at 30 ml/hr with a concentration of "4" at a volume to be infused (vtbi) of 65.2 ml. However, it was reported that the channel disconnected and interrupted the isoproterenol infusion. There was patient involvement, but no harm. It was reported by the hospital's clinical engineer that "based on internal investigation completed by ummar we tentatively conclude this incident was caused by a failure of the bottle-side pressure sensor in lvp.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.